Event description:
It was reported that the circulated items were inspected, and it was identified that the sterile packaging was damaged. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (UDI #), d9, g3, g6, h2, h3, h6, h11 complaint can be confirmed through the returned product analysis. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. Review of the provided photos/returned product found the root cause of the reported event can be attributed to transit damage. As no patient or user harm was reported or occurred, the severity level of the reported event is assigned a severity 1. A device history review is not required for not reportable, severity 1 events. Complaints are monitored through monthly complaint trending to identify possible adverse trends. A complaint history search was not performed as the packaging design has been remediated as part of a corrective action. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.